Event description:
It was reported that pump displayed malfunction alarm with non-resettable malfunction code no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, and technical support arranged shipment of replacement pump.